Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete. Evaluation in progress.

Event description:
It was reported that during set up, it was noted that the pin was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The unknown pin subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the pin returned is not stryker product.

Event description:
It was reported that during set up, it was noted that the pin was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.